Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. Additional information was requested, and the following was obtained: additional information requested: the stapler fired the initial load. After firing, it would not open again. The surgeon gave it to me to trouble shoot. I was able to force it open. I re loaded it again. The jaws closed, but it would not fire. The stapler was removed from service. A brand new stapler was handed to the sterile field and worked properly. Did the device deliver any staples? If yes, were the staples formed properly? Yes the stapler fired the initial load. If yes, was the staple line complete? Yes the staple line was complete. Did the device cut? N/a. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? The device was forcefully removed and passed off the field. If yes, did the jaws eventually open? No".

Event description:
It was reported that during an unknown procedure, the stapler misfired. The stapler fired the initial load, but after firing, it would not open again. The doctor gave it to the hcp to trouble shoot and they were able to force it open. It was reloaded again and the jaws closed, but it would not fire. The stapler was removed from service. A brand new stapler was handed to the sterile field and worked properly. There were no adverse consequences for the patient.